Manufacturer narrative:
This event occurred in (B)(6). Following the issue with patient results, the instrument began to produce ise noise errors and calibration did not pass. The customer re-ran calibration and the errors stopped. The field service engineer (fse) changed pinch tubings and sipper tubing, cleaned the ise bowl, adjusted the vacuum, performed instrument cleaning and ran 2 calibrations and 10 samples which were ok. The ise noise alarms returned after the service visit and the customer disabled ise tests on the instrument. The results from an ise check looked fine. The customer was unable to provide any additional data related to the discrepant results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable ise results for "several" patient samples tested on a cobas 8000 ise module. The reporter could only provide discrepant results for 1 patient sample tested for sodium (na). The initial result was 300 mmol/l. The repeat was "normal." The specific result could not be provided. The initial result was not reported outside of the laboratory. The na electrode lot number was t3151. The expiration date was not provided.